Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was confirmed through the event history log, but not reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream tubing guide were reworked to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no patient involvement.